Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: female patient for tibial plate osteosynthesis surgery. During the procedure a medial proximal tibia plate of 3.5 is required. For its positioning it was necessary to use a 2.0 pin included in the placement instruments, as a method of temporary fixation for the plate. Immediately completed the osteosynthesis with the plate and the screws, the doctor decides to remove the 2.0 pin and this part is left approximately 20 millimeters of pin inside the patient. The doctor states that there is no problem and that you can leave because the pin is not it is intra-articular and is not compromising any important structure. Patient consequence? :no is the information being submitted for this complaint all the details that are known/available regarding this event? : yes code: unk pin guides (we have changed this code to unknown_jrn); lote: not informed.

Manufacturer narrative:
Product complaint (B)(4). Nvestigation summary the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.